Manufacturer narrative:
The device was evaluated and the section h codes have been updated.

Event description:
It was reported that the device trips the rcd; earth leakage fault. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device trips the rcd; earth leakage fault. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.